Manufacturer narrative:
Literature article citation: ryu, ks et al. Radiological changes of the operated and adjacent segments following cervical arthroplasty after a minimum 24-month follow-up: comparison between the bryan and prodisc-c devices. J neurosurg spine. 2010; 13:299 -307 the mean age of the study patients was (B)(6); (B)(6). There were 10 males and 9 females implanted with the bryan disc. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Postoperative complications were reported during a retrospective study of patients that underwent single level cervical arthroplasty. Between (B)(6) 2004 and (B)(6) 2006, nineteen patients underwent cervical arthroplasty (c4/5 = 3, c5/6 = 12, c6/7 =4) using the bryan artificial disc. All of the patients were administered nonsteroidal anti-inflammatory drugs (nsaids) for more than 2 weeks postoperatively. All the patients were followed postoperatively. The average follow-up period was 27.3 ± 4.9 months (range 24 - 40 months). Facet degenerations of index and adjacent levels were assessed using radiographs and CT scans at a minimum 24 months after surgery. Progression of facet arthrosis (pfa) was observed at the index level in one case; the pfa grade level changed from grade 1 to grade 2.